Manufacturer narrative:
No conclusion code available. The reported high impedance and noise were confirmed in the laboratory via review of the device diagnostics. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the reported high impedance and noise could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device and lead were explanted due to a capture issue, high pacing threshold, and noise.